Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump and was advised to continue using it. They were instructed to call back if the malfunction code recurred, and the customer acknowledged and understood the instructions. No subsequent issues were reported after resetting.